Event description:
Report received from an international affiliate of a filter leak. The event occurred in the outpatient radiation oncology unit. The set was in use for 48 hours and was infusing 5fu (fluorouracil) mixed with sodium chloride at a rate of 2ml/hr via an unspecified abbott pump when the filter leakage was noted. The treatment was interrupted and the staff changed the solution bag. The patient's chest area was irritated and was subsequently monitored. Although requested, no additional information was provided.